Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for some reason insulin pump not stop the delivery of insulin. Customer's blood glucose level was 66 mg/dl. Customer stated auto mode automatically adjusted the flow of insulin when blood glucose going high and low. The insulin pump and reservoir will not be returned for analysis.